Event description:
It was reported that this unit has ECG lead faults on all leads. No patient involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The cause of the failure was due to the connector on the 12 lead input connector circuit board becoming separated, no longer making contact between the pt cable and protection circuit board. The pt cable is constantly connected and disconnected and the investigation indicates that the connection became worn from use over a five-year period. Replacement of the circuit board corrected the failure.